Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d6a, h10: implant date and date of concomitant therapy is an unknown day in 2014.

Event description:
It was reported that the surgeon performed a revision of an attune crrp construct for loosening of tibial and femoral components. Tibia was loose at the implant/cement interface. Femur was loose as the cement/bone interface. Cement manufacturer was unknown.

Event description:
Additional information received stating no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of an attune crrp construct for loosening of tibial and femoral components. Tibia was loose at the implant/cement interface. Femur was loose as the cement/bone interface. Unsure of the cement used. I¿m unable to confirm the lot number for the femoral component, but the product code is 150400206 attune cr 6 right cemented. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the attune rp tib base sz 6 cem had organic material on the surface. Although no signs of burnishing can be observed, the lack of cement remnants on the device might be an indicator of improper fixation between the cement and implant interface. A manufacturing record evaluation was performed for the finished device product code: 150610006 lot number: 8602616, and there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 6 cem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 150610006 lot number: 8602616, and there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. Device history review: a manufacturing record evaluation was performed for the finished device product code: 150610006 lot number: 8602616, and there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. H11 additional narrative: added: b5.